Event description:
Customer called to report a hydropneumatic compartment leak on the synchron lx clinical systems, model lx20 pro. Customer could not confirm the identity or source of the leak, but stated that it resembled either water and/or waste. The customer technical specialist assisted customer with troubleshooting by shutting down and rebooting the instrument. This troubleshooting appears to have resolved the issue as customer has not called back for further assistance. Customer stated that no erroneous patient results were generated; therefore, no patients were harmed. Customer also stated that no one in the laboratory was harmed.

Manufacturer narrative:
The leak found in the hydropneumatic compartment of the instrument was resolved with the troubleshooting. (B)(4).